Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined, however the facility reported ¿reprocessing procedures failed,¿ so it was presumed the foreign material might have remained because reprocessing was deviated from the procedures in the instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the ultrasound gastrovideoscope exhibited a foreign material in the tip of the endoscope. The issue occurred, during preparation for use. For a therapeutic procedure. It was noted, that an endoscopy support specialist (ess), performed an onsite visit for in-service on reprocessing of the scopes. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
An endoscopy support specialist (ess), demonstrated an in-service reprocessing steps training/demonstration. And reviewed, the bedside precleaning with the nursing staff using a colonovideoscope and the moved the scope into a decontamination room for the reprocessing steps at the sink. During the last rotation of the staff, the ess noticed, a gastrovideoscope hanging in the cabinet with water resistant caps. The ess removed them with gloves and noticed, something on the distal end. The ess had staff pull that scope and observed, cleaning steps. An additional onsite training visit was scheduled for 26 aug 2024. However, no further information was provided at this time. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.